Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level due to the reported issue.